Manufacturer narrative:
The device was not available for return. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced increased pain after ipg moved from its original implant site due to significant weight loss. Consequently, the implant was removed. The patient has since recovered without sequelae.

Manufacturer narrative:
This update is to correct the "date of this report", which was incorrectly inputted.